Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received, the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The reported issue of ¿no power¿ was confirmed and reproduced upon booting up the system. This complaint is considered a reportable event due to the following conclusion: the customer reported that the erbe integrated electrosurgical unit (iesu) would not power up at the start of the procedure. Complaint investigation also confirmed that the integrated electrosurgical unit (esu) was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe would not power on. The site informed they were unable to find the erbe power cord. The site tried using a cord from the covidien with no resolve. The technical support engineer (tse) had the site move the power cord to another outlet with no resolve. The site opted to convert the case to laparoscopic surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm to the patient. The issue was discovered upon plugging in the erbe after port placement.